Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that that there were twenty two under infusion events in (B)(6) 2022 involving infusion pumps. There were patient involvement but impact is unknown.